Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed about 9.5 inches from the pump housing. The distal portion of the driveline and the bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date of (B)(6) 2017 is an estimated date, as a specific date in (B)(6) 2017 when the driveline infection started was not specified. (B)(4). Approximate age of device ¿ 1 year and 7 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a driveline infection that started in early (B)(6) 2017. The patient did not respond to two rounds of oral antibiotics, and redness and drainage were observed at the driveline exit site. It was reported that due to the driveline infection, the pump was exchanged on (B)(6) 2017.